Manufacturer narrative:
Batch review performed on 04 jun 2019. Resurfacing patella instrument set ref 11.00005, lot 187487: (B)(4) items manufactured and released on 26-oct-2018. Expiration date: 2023-10-14. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold, without any other similar event registered. As regards the mat25760, this is the 10th case of breakage of the involved part of the instrument (spikes), the complaints in object are: [MDR 2019-00076]; [MDR 2019-00118]; [MDR 2019-00181]; [MDR 2019-00199]); [mdr2019-00264]; [mdr2019-00293]; [mdr2019-00331]; and complaint (B)(4)). Visual inspection performed by r&d project manager: the instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
After the cementation, the surgeon removed the patella clamp and discovered that 3 out of 4 spikes of the base insert for the patella clamp were broken. The surgeon was able to retrieve the broken spikes from the patient body. Due to this event the surgery was prolonged about 5 minutes.